Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported single leaflet device attachment/slda appears to be due to challenging patient anatomy. The reported unexpected medical intervention (additional mitraclip, same procedure) is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed to treat grade 4 functional mitral regurgitation (mr). The posterior mitral leaflet was restricted, thin, and tethered. The first clip was implanted without issue. To further reduce mr, a second clip was advanced. However, when placing the second clip, it was observed that the first clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). There was no interaction between the two clips. The second clip was deployed, stabilizing the slda clip. Mr was reduced to 1. No additional information was provided.